Event description:
Hcp reports he is seeing double the residual volume in the pump reservoir. A myelogram and a rotor study were performed. A follow up report will be sent when additional info is received.